Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional information from importer report - date of this report: (B)(4) 2013, brand name: uretex sup urethral support system, catalog # 485013, (B)(6).